Event description:
During the procedure the protective sheet on the operating table caught fire. The operation was the fitting of an implantable site under local anesthesia, the patient was in dorsal decubitus. The operative field was cleaned with betadine scrub and alcoholic betadine for disinfection, and prepared with sterile dressings. Burn at the base of the neck and on right shoulder of patient. The generator is being investigated by our service lab. Only the generator was reported in this incident it is not clear what accessory devices were used.